Manufacturer narrative:
The device was reconnected after the connectors were cleaned, but the issue persisted. The customer was instructed to return the device for repair. The device was not returned as of date. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope displayed a b30 scope communication error when connected to videoprocessor and ultrasound processor during preparation for use for a diagnostic procedure. The device was reconnected after the connectors were cleaned, but the issue persisted. The patient was under general anesthesia and there was a delay in the procedure. The procedure was completed with a replacement device (bf-uc180f (bronchofibervideoscope) serial number: (B)(4). There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned; however, the b30 scope communication error could not be reproduced. Additionally, it was noted that ID (internal diameter) chip verification was not possible as there was no data transmission. The probe insulation was zero (0) mega ohms. The image had red crack, was stained and image guide breakage was visible. The switches were not working. There was fluid invasion in the um (ultrasound mechanical) connector due to water resistant cap not being attached. The insulation resistance of ultrasound electrical insulation was zero mega ohms. There were no abnormalities in the manufacturing history of the device. After reviewing the device history record (DHR), it was confirmed that the device was shipped in compliance with the specifications. The repair records were reviewed and the subject device was not repaired in the last year. The root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.